Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient symptoms or additional information were reported.

Manufacturer narrative:
(B)(4).